Event description:
It was reported that the ventilator was auto cycling if there is no battery and where it holds battery is broken up. No patient was involved, event occurred while in storage.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated previous return order (ro) was serviced in (B)(6) 2021 for device being dropped, was reviewed and deemed unrelated to the current issue. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracks near the battery compartment which was broken off. Front panel was also bowed out. Functional testing found no auto-cycling issue - broken battery compartment was confirmed. Impact to the device caused damage to the battery compartment. Replaced oscillator block as a preventive action to auto cycling and replaced broken battery compartment. The root cause of the reported issue was found to be user interface.